Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported that patient had a cp pump placement occurring to support a high-risk percutaneous coronary intervention. The patient had microvascular disease coronary artery disease but, despite all efforts the pump failed to deliver. The introducer kinked and pump could not be placed and so the cp was aborted and the groin site was closed. The vessel's native anatomy was noted to be tortuous.

Manufacturer narrative:
The investigation of delivery issues, introducer damage ¿ mechanical, product damage (sheath kink), and difficulty inserting/removing introducer has been completed. The impella device was not returned for evaluation. Delivery issues: the pump was unable to be advanced due to a sheath kink from tortuous vessels. Delivery was aborted. Based on the clinical details provided, the root cause of the delivery issues is most likely due to the patients condition as their tortuous and calcified vessels caused the sheath to kink and pump unable to be placed. Introducer damage - mechanical: the peel away sheath kinked once the dilator was removed due to vessel tortuosity and calcification. Based on the clinical details provided, the root cause of the introducer damage - mechanical is most likely due to the sheath kink as their tortuous and calcified vessels caused the sheath to kink and pump unable to be placed. Product damage (sheath kink): based on the clinical details provided, the root cause of the product damage (sheath kink) is most likely due to the patients condition as their tortuous and calcified vessels caused the sheath to kink and pump unable to be placed. Difficulty inserting/removing pump through the introducer: based on the clinical details provided, the root cause of the difficulty inserting/removing pump through the introducer is most likely due to the sheath kink as their tortuous and calcified vessels caused the sheath to kink and pump unable to be placed. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31044.